Event description:
This pt was enrolled on the heat trial, a (B)(4) trial and was randomized to the hydrocoil embolic system treatment arm. The pt had a sidewall aneurysm located on the right vertebral artery between posterior inferior cerebellar artery pica and vertebral basilar junction vbj. The pt underwent endovascular coiling on (B)(6) 2013. One week later, the pt was admitted to the hosp for two days due to headache, dizziness and ear ringing. A cta was performed and results were absent visualization of the origin of right pica. The pt recovered on (B)(6) 2013. This event is an unanticipated serious adverse event.